Manufacturer narrative:
The company service rep examined the system and could not find any problems. The handpiece was checked with no problem found. Preventive maintenance was performed. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4)

Event description:
Adverse event: corneal burn. Malfunction: no info. The nurse reported a corneal burn occurred. The surgeon stated there was something wrong with the system and/or phaco handpiece, but did not elaborate on the problem observed. Add'l info received from the surgeon stated the case was routine. The handpiece primed and tuned fine. The tubing was connected correctly. The surgeon stated the corneal burn occurred within seconds of beginning phaco. The wound was repaired with sutures and glue. A scleral relaxing incision was performed. The surgeon stated the pt outcome and prognosis is unk at this time.